Manufacturer narrative:
Customer reported that a pyxis medstation es system presented slow system performance during a procedure. Customer reported that medication retrieval was delayed. The length of the delay and the nature of the procedure were not disclosed by the customer. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service technician evaluated the device and was unable to find evidence of the reported slow system performance. The field service technician confirmed that the device is operational. The complaint file remains open as of 08/17/2022 for monitoring purposes. A supplemental report will be submitted after the investigation is completed.

Event description:
Customer reported that a pyxis medstation es system presented slow system performance during a procedure. Customer reported that medication retrieval was delayed. The length of the delay and the nature of the procedure were not disclosed by the customer. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-jul-2020 to 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow to respond and delayed the medications needed during the emergency due to software failures. A field service engineer confirmed that the issue was resolved by the customer and verified that the unit was working fine. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that a bd pyxis medstation es system presented slow system performance during a procedure. The customer reported that medication retrieval was delayed. The length of the delay and the nature of the procedure were not disclosed by the customer. There were no adverse events or injuries reported based on this event.